Event description:
A customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. It was stated that for a week their blood sugar began running high. Stated they were not responding to boluses. They attempted to change out sites, md made adjustments in pump settings with no result in bringing blood sugar down. They would respond to injections but no boluses on the pump. Stated that when they review complete history they noticed a system fault. However, they do not remember a continuous alarm. Has requested to have pump reviewed.